Manufacturer narrative:
The insulin pump was received with intermittent blank display due to fracture solder joint at j1 lcd board. Unable to verify missing segments due to blank display. Unit was received with cracked case at display window corners and battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a blank display . The blood glucose at the time of the incident was 278 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.